Event description:
It was reported that the atrial lead dislodged and exhibited loss of capture and oversensing. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Upon review, the lead should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.